Manufacturer narrative:
The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. A system check was performed for the current occlusion and the occlusion was found to be within the infusion set tubing. Reportedly, the customer was using fiasp insulin within the pump supplies. Customer was going to switch to novorapid insulin to address the occlusions. Customer's blood glucose level was 199 mg/dl.